Manufacturer narrative:
(B)(4).

Event description:
(Os 109.983). The dentist reported that 1 year after the dental implant was installed in intraoral region #18, it was verified its non osseointegration. A 45ncm of primary stability was achieved and immediate load was not performed. Patient presented low bone quality (bone type iii/IV).